Event description:
It was reported the patient had the internal neurostimulator (ins) explanted about 8 months ago due to an infection. When implanted the patient reported the ins only worked for 2-3 weeks. The patient now has a pain pump.

Manufacturer narrative:
Product ID 3777-60 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: 2011-(B)(6); product typ lead product ID 37743 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient product ID 3708220 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: 2011-(B)(6); product typ extension product ID 3487a-56 lot# v714604 serial# implanted: 2011-(B)(6) explanted: 2011-(B)(6); product typ lead product ID 3487a-56 lot# v660847 serial# implanted: 2011-(B)(6) explanted: 2011-(b)(6;) product typ lead. (B)(4).